Event description:
It was reported that inflation could not be maintianed on one, size 8 dct, disposable cannula low pressure tracheostomy tube. The device was tested prior to insertion with no problems detected. The 8dct device was reportedly in use for 2 weeks. There was one patient involved with no reported compromise. The 8dct device was returned to the manufacturer for decontamination, analysis and investigation on 11/12/1997.